Event description:
This customer reported that the device failed to power on. There was no report of any adverse pt impact.

Manufacturer narrative:
This customer reported that the device failed to power on. There was no report of any adverse pt impact. The factory has not yet received the device for eval, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.